Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using u-500 insulin and pump supplies longer than the recommended 48 hour period with humalog u-500 insulin and trusteel infusion set. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.